Event description:
On (B)(6) 2020, the reporter contacted lifescan (lfs) (B)(4), alleging that their onetouch verioflex meter was reading inaccurately high compared to another device. The reporter was unable to provide specific results obtained on the subject meter or the other device. The reporter did not experience any symptoms or seek any medical attention because of the reported issue. On (B)(6) 2020 lifescan conducted an evaluation of retained test strips for the subject lot. The retained test strips were subject to performance testing with control solution and the investigation concluded that a malfunction had occurred. The test strips failed testing and were found to be reading inaccurately high when tested with control solution.